Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 108 events were reported for this quarter. Product return status: 56 devices were received. 45 devices were evaluated in the field. 7 device investigation types have not yet been determined. Event confirmation status: 101 reported events were confirmed. Evaluation results: 101 devices were found to be affected by missing paint chips. Additional information: 108 devices were not labeled for single-use. 108 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 108 </noe> malfunction events in which the device had paint chips missing. 108 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 108 </noe> malfunction events in which the device had paint chips missing. 108 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h10. 108 previously reported events are included in this follow-up record. Product return status. 63 devices were received. 45 devices were evaluated in the field. Event confirmation status. 107 reported events were confirmed. 1 reported event was not confirmed. Evaluation results. 108 devices were found to be affected by missing paint chips.